Event description:
In 2006, the lay user / patient contacted lifescan (lfs) alleging the one touch profile meter was giving inaccurately low readings. The technical service representative (tsr) contacted the patient to obtain and verify information. During an unspecified date range in 2000, the patient obtained blood glucose results of 70mg/dl and 65mg/dl on the reported meter, which were lower than expected readings. On an unknown date in the year 2000 the patient experienced symptoms of nausea and an acidic stomach. The patient visited a clinic where her blood glucose level was tested to be "high, specific result not given. The patient was recommended to go to the hospital at the hospital her blood glucose level was again tested; result not given, and she was treated with insulin, the patient was admitted to the hosptial with a diagnosis of hyperglycemia. The patient takes insulin, type unknown, on a sliding scale. During the time period when the patient obtained the lower than expected blood glucose results, the patient had eaten her normal meals, and adjusted her insulin dose based on the meter readings. The patient was unable to provide her expected blood glucose results. The patient had a backup meter, but did not use it. While obtaining low blood glucose results on the reported meter, the patient became hyperglucemic and required emergency medical attention and hospitalization.